Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that medical device reprocessing staff identified that two instruments were broken and non longer functional during inspection of sets. The staff discarded these two instruments. It is not known if the items were broken in two or more pieces. There was no reported patient or procedure involvement at the time the issue was identified. This is report 2 of 2 for (B)(4).